Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that he customer experienced an elevated (bg) level up to 436 (mg/dl). The cause of the elevated bg level was unknown. A manual injection was delivered to address bg level. A recommendation was made for the customer to discuss elevated bg levels with a healthcare provider. In addition, the customer had been experiencing difficulty charging the pump. The customer's bg level was not impacted due to the charging issue. Reportedly, the pump was able to be charged with different charging supplies.